Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. It was reported that the patient was in the hospital because there was a problem yesterday with refilling the patient¿s pump. The reporter had no additional information to provide regarding the event.